Manufacturer narrative:
The reported event was confirmed during functional testing of the icy catheter (lot# 79501). Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of distal balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported of the icy catheter with lot# 79501.

Event description:
Approximately 23 hours of ivtm therapy, the thermogard console displayed an airtrap alarm. After inspection, the user did not observe any leak on the console or suk. Following this, the icy catheter was replaced and ivtm therapy was resumed with no further issue. No patient consequence was reported.